Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal parts came off in mouth and head fell apart¿ disc came off and the internal built of a metal came out ¿ oral-b refills [device breakage]. Wasn't pain or any other symptoms [no adverse event]. Case narrative: consumer called via phone stating that while brushing the metal parts of cross action brush head came off in mouth and brush head fell apart. The disc came off from the bristles part and the internal built of a metal came out. No injury was reported.

Event description:
Metal parts came off in mouth and head fell apart¿ disc came off and the internal built of a metal came out ¿ oral-b refills [device breakage]. Product counterfeit-oral-b refills [product counterfeit]. Case narrative: consumer called via phone stating that while brushing the metal parts of cross action brush head came off in mouth and brush head fell apart. The disc came off from the bristles part and the internal built of a metal came out. No injury was reported. Follow-up: 17-dec-2025-product investigation results-the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported

Manufacturer narrative:
17-dec-2025: product investigation results-product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.